Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose was 120 mg/dl at time of alarm.